Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use less than 3 months. The customer did a pump reset and the issue was resolved, at time of the report with tandem customer technical support continuous glucose monitor readings were present. No additional patient or event information was available. A root cause could not be determined.